Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the following change in therapy: shocking. It was stated when they rubbed their left temple, they would feel a shocking sensation on their left forehead, left shoulder, and neck area. They had checked with their patient programmer and their therapy was on/ok. It was also indicated they were hearing a buzzing sound, but it would disappear when their tongue was touching certain parts of their mouth. It was stated they weren¿t sure if it was due to the implant or not. The patient was implanted for movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.